Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2023 to treat a stone disease. During the ercp procedure, the patient was placed under local anesthesia and positioned in a supine position for intubation. As the scope was passed, a perforation of approximately four to five centimeters was identified in the lower esophagus, which resulted in the inability to complete the intended procedure. The perforation was treated using clips. The patient was hospitalized and discharged the following day. It was reported that they have fully recovered from the incident. The perforation was attributed to user error in the procedure rather than a malfunction or failure of the device itself.

Manufacturer narrative:
Block e1: this event was reported by a bsc field representative. The healthcare facility is (B)(6) hospital. Address: (B)(6) phone number: (B)(6) block h6: patient code e1022 captures the reportable event of perforation of the esophagus. Block h9 (correction/removal reporting #) on march 03, 2022, a product advisory notice (92825915-fa) was distributed to make users aware of perforations associated with exalt model d single-use duodenoscope and supplement the warnings and directions in the product labeling. This notice also communicated the intent to update the instructions for use (IFU) with this information.